Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 29 mg/dl. The customer's husband stated that his wife had been experiencing low blood glucose for some time and wants assistance with the insulin pump she wears to make sure it is working correctly. The customer was assisted with trouble shooting the pump and found that the pump works as designed. The customer was advised to see a health care provider about the low blood glucose. No further information was provided.